Event description:
This rv was implanted on (B)(6) 2011 and was capped on (B)(6) 2016 due to unknown product performance issue. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).